Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the top level display which corrected the reported issue. The stm completed pm service including completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that the during preventative maintenance (pm) performed by a getinge service territory manager (stm), the upper display for the cardiosave intra-aortic balloon pump (iabp) was distorted. It was later reported that the display was showing distortion in the bottom left portion of the screen and that the touch screen was failing the touch screen calibration multiple times and not as responsive as it should be. Since the event occurred during pm, there was no patient involved and no adverse event was reported.